Event description:
It was reported that sometimes post a port placement, the catheter was allegedly broken. It was further reported that the broken catheter allegedly migrated to superior vena cava. Reportedly the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. However, one electronic photo and two images were provided for review. The photo shows one x-port attached to a catheter and one broken catheter segment. Two x-ray images show a port in the right chest with the catheter directed to the right subclavian vein with discontinuation and the catheter is disrupted at this location. The distal aspect of the catheter is in the svc. Therefore the investigation is confirmed for the reported fracture, material separation and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2025), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the catheter was allegedly broken. It was further reported that the broken catheter allegedly migrated to superior vena cava. Reportedly the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.